Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury and malfunction. No lot number is available. Although a photograph has been received, no evaluation will be conducted. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient was intubated with an 8.5 adult microcuff ett] on (B)(6) 2017. On (B)(6) 2017, an anesthesia was called to re-intubate the patient due to an ett cuff leak and ventilator volume loss to patient. It was noted that there was difficulty in visualizing the anatomy, partly because of gastric contents in the oral cavity; therefore, a video glidescope was used. The physician had to peel some of the ett cuff material from the patient¿s pharynx as the first ett cuff (8.5mm) appeared to have been torn when visually inspected. The patient was re-intubated with a second similar device (8.0 ett microcuff with a boujie and stylet). The second replacement ett cuff (8.0mm) was placed and later removed on (B)(6) 2017. It was reported that again the physician had to peel some cuff material from the pharynx. It was stated that the [micro]cuff appears to have been damaged/tore/etc. From the tube itself possibly from gastric acid contents just as the first ett tube had done. The second tube 8.0mm microcuff tube was saved however, the first ett [8.5mm] used was discarded. Photos were provided regarding the reported complaint issue. No further details have been provided.